Manufacturer narrative:
The company service representative examined the system and found the cpc connector was non-conforming. The cpc connector was replaced. The irrigation and aspiration rates were tested. The fluidics module was cleaned. The system was primed eight times with no problems noted. The system was then tested and met all product specifications. (B)(4).

Event description:
The customer reported, there was no suction or irrigation during the case. Additional information was requested on the event and patient status with no response to date. The patient impact is unknown.